Event description:
It was reported during an ablation procedure, a cardiac perforation occurred. During ablation, the pt attempted to sit up while under conscious sedation. After the movement, the livewire ep catheter which was within cs, showed a shift from its previous position on the ensite mapping system. Shortly after, the pt became unresponsive and required intervention with a pericardiocentesis. The physician stated that he thought the perforation was caused by pt movement resulting in perforation of the coronary sinus by the cs catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.